Event description:
It was reported that the catheter was inserted (B) (6) 2009 without problems. On (B) (6) 2009, the nurse noticed the extension line was separating from the hub. The catheter was firmly secured with the catheter clamp, so nothing remained in the pt, instead successfully removed in its entirely without difficulty or complications to the pt. At the time, no infusion was taking place. The extension line was observed to be stretched out 4-5cm more than usual. The clinician also noted that the pt's movement was suppressed with a mitten (limb restraint).

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.